Manufacturer narrative:
The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for glidewell ht implant driver lot# 6276770 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant driver lot# 6276770 and found no additional product in stock. Investigation methods/results: the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that components didn't engage properly causing the retention mechanism to be too loose. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Additional patient and event information has been requested, but no additional information has been provided. Manufacturer reference: (B)(4).

Event description:
It was reported by the healthcare provider that the glidewell ht implant driver was not gripping the implant to carry it into the prepped implant site. Additional information received reported that the last time the doctor used the driver, the implant was placed and had to be removed due to an issue with the driver not allowing for proper placing of the implant.